Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A closed clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. A buildup of biological material was observed in the bottom jaw. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to latch onto the bottom jaw due to the buildup of biological material. The biological material was manually removed and another attempt to fire the device was made. The next clip was unable to load as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. Two clips with broken hooks were found in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The bottom jaw was slightly bent. It is unlikely that the clip stacking caused the damage to the bottom jaw. It's possible that the bottom jaw was damaged during use. It was also observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue and does not affect the functionality of the device. The sample was received with 6 clips remaining including the partially loaded clip, indicating that 9 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel as observed in this sample. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "metal piece appeared from jaws" was confirmed based upon the sample received. One device was returned with its rotation tab bent and with a closed clip stuck in the bent rotation tab. Upon functional inspection, the clips were unable to load properly. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. Two clips with broken hooks were found in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking also caused the clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic gastrectomy, a piece of metal appeared from the tip of jaws. The user stopped using the device and replaced it with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1900236 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic gastrectomy, a piece of metal appeared from the tip of jaws. The user stopped using the device and replaced it with a new one. No clip fell/remained in the patient.